Manufacturer narrative:
Eval: the probe was returned to the approved supplier for eval and the results of the eval include the following: a visual examination confirmed the tip is not present on the end of the catheter. The base of the tip remains bonded in place within the catheter, which confirms that the tip was properly assembled during mfg. The eval was unable to determine how or when the tip became broken. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our lab analysis of the returned product. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: the instructions for use for this product line instruct the user to pre-test the device prior to pt contact. The device operator did not pre-test the probe for conductivity or prepare the probe by immersing the probe tip in saline or distilled water. Both of these activities are to be performed prior to use and could have assisted the operator in detecting a product discrepancy prior to pt contact. Tip breakage can occur if the tip comes into contact with a hard surface or if the device is subjected to rough handling. Breakage of the bipolar tip can occur if the distal end of the endoscope is deflected more than 15 degrees. The instructions for use for this product line caution the user that using the device in this position can cause damage to the tip, as observed. Prior to distribution, all bipolar coagulation probes are subjected to a visual and functional test to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: the appropriate personnel have been informed of this occurrence in an effort to heighten awareness. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an unusual occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a polypectomy procedure, the physician used a cook endoscopy quicksilver bipolar probe to treat a post polypectomy bleed. The probe was advanced through the accessory channel and when the probe exited the end of the colonoscope, the probe tip was missing from the device. The initial reporter indicated the probe tip did not detach in the pt, but the location of the tip was unable to be determined. Another probe was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.